Event description:
It was reported that the customer was hospitalized three months ago for low blood glucose, seizures, and loss of consciousness. The blood glucose reading was 34 mg/ml. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.